Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had issues with their screen and the batteries were lasting about 2 days. The customer's blood glucose level was unknown. The customer declined to troubleshoot at this time.